Manufacturer narrative:
One device was returned for repair with complaint of continuous pressure alarm. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Review of event log confirmed the reported pressure alarm. Visual testing was performed and found the downstream occlusion (dso) seal was bubbled. Functional testing was performed, and it was determined that the dso sensor was defective. Liquid damage to the dso sensor was found. The dso sensor and dso seal will be replaced. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that there was a continuous pressure alarm when attempting to put the device into operation. Two new cassettes were used, yet the pressure alarm persisted. There was unknown patient involvement, and no patient harm was reported.